Manufacturer narrative:
Insulin pump passed displacement test and a21 error test. No unexpected a21 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had unexpected restart alarm. The blood glucose of the customer was unknown. The customer reported that they were able to clear the alarm and able to complete the insulin pump rewind. The customer reported that unexpected restart alarm occurred shortly after inserting the battery. The customer advised that the pump will need to be replaced. The device will be returned for the analysis.